Manufacturer narrative:
Device evaluated by manufacturer. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: one device was received loaded inside the hoop. Visual and microscopic analysis revealed one kink approximately at 89.5 cm from the proximal end, and a distal tip fracture. All outer diameter measurements were within specification. Sem analysis revealed the fracture surface exhibited evidence of a smeared material in twist direction, and the wire has characteristics of a bending motion. No material anomalies were found. Fracture was due to a torsion overload in a bending moment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a cardiac resynchronization therapy treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained via the coronary sinus. A choice guide wire was threaded in the coronary sinus lead and advanced to the mid inferior great cardiac vein of the coronary sinus for biventricular ICD implant. During positioning, the guide wire was pulled back into the lead and "snapped off". The distal tip of the guide wire detached and remains inside a 'very small branch' of the coronary sinus. No attempt to retrieve the tip was made. The procedure was completed successfully. No further patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a cardiac resynchronization therapy treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained via the coronary sinus. A choice guide wire was threaded in the coronary sinus lead and advanced to the mid inferior great cardiac vein of the coronary sinus for biventricular ICD implant. During positioning, the guide wire was pulled back into the lead and "snapped off". The distal tip of the guide wire detached and remains inside a 'very small branch' of the coronary sinus. No attempt to retrieve the tip was made. The procedure was completed successfully. No further patient complications were reported and the patient's status is stable.